Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised due to dislocation. Clinical notes stated that patient's acetabular component migrated post operatively when she attempted to weight bear. X-ray of the left thr appeared to protrude through the acetabulum. Product codes and lot numbers provided.

Manufacturer narrative:
July 4, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised due to dislocation. Clinical notes stated that patient's acetabular component migrated post operatively when she attempted to weight bear. X-ray of the left thr appeared to protrude through the acetabulum. Product codes and lot numbers provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.